Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Final tightener did not torque causing the shaft to sheer off inside of the locking cap. We then had to take viper extensions off and use retractor to get access to the pedicle screw and cap to attempt to retrieve the piece of the torque shaft. We very unsuccessful at retrieving the piece due to it being flush with the locking cap.